Event description:
It was reported that the air sensor is coming off, latch clicks when returned to close position. During the investigation, it was found that the dso seal was delaminated.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The air in line detector was found to be loose. Also, the dso seal was delaminated. Performed pvt and replaced the dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.